Event description:
It was reported that the patient had a revision in 2013, where an extension was placed.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type programmer, patient, product ID 3887-33, lot# v205718, implanted: 2009-(B)(6), product type lead, product ID 3708360, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3708260, serial# (B)(4), product type extension, product ID 3708260, serial# (B)(4), product type extension, product ID 3708360, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).